Event description:
According to the reporter, during an open reduction and anchoring of the left temporomandibular joint under general anesthesia, while the doctor was using a suture to close the skin, the suture needle broke. The circulating nurse and instrument nurse immediately performed a dual-person check of the suture needle¿s integrity and confirmed that no broken needle remained inside the patient. A new suture was immediately replaced, and the surgery was completed in cooperation with the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.